Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had untreatable right ventricle failure which progressed into multi organ failure and the patient passed away. Medical therapy was optimized several time but no further options were possible. No device issues were mentioned, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure and multi organ failure could not be conclusively established through this evaluation. Additional information was received stating that the device will not be explanted and returned for evaluation. No detailed information was provided about the medical therapy that the patient received, except that there was a decrease in his general condition. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists death, right heart failure, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.